Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's scs ipg was explanted and replaced due to the ipg being confirmed inoperable. The patient stated the ipg had to be charged too often prior to becoming inoperable. Stimulation therapy was reportedly restored postoperative.